Manufacturer narrative:
Correction: this MDR (B)(4) is not applicable as it is a duplicate of MFR#: (B)(4). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.00/1.5/091 (sphere/ cylinder/ axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.